Manufacturer narrative:
Device evaluation: one device was received in good condition with no physical damage. A review of the event history log found a motor not running error. Functional testing confirmed the reported issue. The cause was found to be that the main printed circuit board (pcb) was misaligned from incorrect assembly by the customer. The main pcb was realigned. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed a motor not running error when trying to prime. There was no patient involvement and no patient harm/adverse event reported.